Manufacturer narrative:
13-nov-2015 product investigation results: reporter returned 2 toothbrush heads on (B)(6) 2015. Toothbrush heads confirmed to be counterfeit.

Event description:
The brush closest to the engine is snapping off / brushhead broke [device breakage]. No adverse event [no adverse event]. Product counterfeit [product counterfeit]. Case description: a (B)(6) male consumer reported that he had been using an oral-b dual clean brushhead for years and the last ones he had bought and used with his oral-b rechargeable toothbrush, version unknown broke. He described that, when brushing, the brush closest to the engine was snapping off. This had happened to 2 out of the 3 brushheads that were in the pack. No symptoms developed. 13-nov-2015 product investigation results: reporter returned 2 toothbrush heads on (B)(6) 2015. Toothbrush heads confirmed to be counterfeit.

Manufacturer narrative:
Return of product has been requested. Product not returned by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
The brush closest to the engine is snapping off / brushhead broke. [Device breakage]. No adverse event [no adverse event]. Case description: a (B)(6) male consumer reported that he had been using an oral-b dual clean brushhead for years and the last ones he had bought and used with his oral-b rechargeable toothbrush, version unknown broke. He described that, when brushing, the brush closest to the engine was snapping off. This had happened to 2 out of the 3 brushheads that were in the pack. No symptoms developed.